Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device.  If explanted, give date: not applicable as this is not an implantable device.  Telephone number: (B)(6). The device was not returned for evaluation. Therefore; a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the injection of the healon5 pro, a small particle of plastic was observed in the patient's left eye. The patient has fully recovered. No further information was provided.